Event description:
The customer reported the system displayed a file corruption error. The system was hard down and was unable to produce any live images or fluoroscopy. This resulted in a loss of imaging functionality. There is no report of injury or death.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The ups and hard drive were evaluated and replaced. The system software and calibration files were reloaded. The system was tested and found to be working as intended and returned to service.